Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have fiver tip damage and decrease in fiber vaporization efficiency at 267,700 joules of use. The procedure was completed with turp. There was no report of patient injury.